Event description:
It was reported that (1) device was used during a mammary artery. It was reported by the affiliate that the h2tuv instrument became hot. Another instrument was used to complete the case. There was no consequence to the pt.